Manufacturer narrative:
Per the subsidiary manufacturing engineering center (mec): the reported issue could not be duplicated. The subsidiary confirmed the power manager board cannot recognize batteries. The light emitting diode (led) on the system's front panel was red despite batteries being charged enough. After taking off a/c cable from system, the "on battery" indicator was displayed in "omin" despite batteries being charged enough. This complaint is related to MDR #1828100-2013-00153.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor's (ccm) display blacked out when removed from alternating current (a/c) cable from the system one unit. The system one unit shifted to battery function normally afterward. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.